Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both haptics bent. Functional testing could not be performed due to the condition of the received the lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Despite multiple attempts, no additional information could be obtained. Based on the information available, the exact cause of the reported event could not be conclusively determined. According to the initial reporter, the lens was removed due to patient condition; therefore, this event is considered to be unrelated to the device (sofport iol).

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed due to unspecified patient condition. The incision was enlarged and sutures were required. Additional information was requested, but has not been received.